Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery system and the reported event cannot be determined. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation. The twiist automated insulin delivery system user guide states, "do not take external insulin, such as manual insulin injections or inhaled insulins, while loop is on and the twiist pump is operational. The twiist aid system does not receive information about insulin taken outside the system. If you choose to take additional insulin with another method while loop is on and the twiist pump is working, over-delivery or under-delivery of insulin may occur, which can lead to high and low glucose. Consult with your healthcare provider about how long to wait after manually taking insulin before enabling automated insulin delivery."

Event description:
An initial event notification was received by sequel med tech, llc, on 04-feb-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported experiencing an elevated blood glucose value, around 300 mg/dl on (B)(6) 2026. The user administered 10 units of exogenous insulin to treat their elevated glucose and administered multiple boluses via the twiist automated insulin delivery (aid) system by entering "fake carbs." The user subsequently experienced a hypoglycemic event that required their spouse's intervention to wake them. The user reportedly ate food to resolve their low blood glucose and did not require medical intervention. The user remains ongoing on the twiist aid system.